Event description:
It was reported that during a bladder stone procedure, the fiber broke at the port connector and the connector was stuck in the laser. The plant engineer was able to remove the fiber. The fiber was replaced, and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
This report is report is being submitted to correct the manufacturing site fields (g1) in section g, all manufacturers. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a bladder stone procedure, the fiber broke at the port connector and the connector was stuck in the laser. The plant engineer was able to remove the fiber. The fiber was replaced, and the procedure was completed. There were no patient complications reported.